Event description:
It was reported, when the user switched off and unplugged the monitor, there was an electric discharge and the user saw a "flame." There is no allegation of any serious injury as a result. No other details have been provided regarding the event.

Manufacturer narrative:
Evaluation summary: the reported event could not be confirmed. Functional testing was performed and demonstrated no faults with the device. The device manufacturing records were also received and there were no nonconformances identified. Additional manufacturer narrative: it is unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience, as there was no evidence of any failure of the device to function appropriately. No further actions are possible with the available information.

Manufacturer narrative:
Additional manufacturer narrative: sparks or flames, especially in oxygen rich environments, have the potential to injure a patient or the user. In this case, it was confirmed that there was not any serious injury as a result of the issue. Follow-up for additional information have been requested; however, no other details have been provided. The device is being returned for evaluation; however, it has not been received at this time. A supplemental report will be submitted if the device is received for analysis. No other actions are possible at this time.